Event description:
As reported by the user facility: impact to patient: delay in treatment, interruptions to clinical care due to time required to resolve alarms, risk for drug reactions / side effects with too rapid of an infusion, under dosing of ordered medication / fluids, vital signs compromised. Other patient impact interruptions to clinical care due to time required to resolve alarms. Risk for drug reactions / side effects with too rapid of an infusion. Under dosing of ordered medication / fluids. Vital signs compromised. Action(s) taken followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air. Other actions taken repeated priming to clear air. Medication / fluid noreinephrine 0.55 concentration. IV rate (B)(4) mcg/kg/min. Other details this has occurred multiple times today with norepi infusion (at least 10 and I am only three hours into my shift). It also occurred with my vasopressin infusion 5-6 x. And my milrinone infusion 3-4 x. Nursing time spent dealing with alarms in a patient with heart failure and a borderline blood pressure. Hemodynamics cannot tolerate constant interruptions. Problem with pump being reported alarm. Alarm events air in line - not visible and unresolved. Other product problem air in line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.